Event description:
It was reported that the tsb45 was used during an unknown procedure. It was reported that the device misfired. When the staple line was tested there was an air leakage and gastrointestinal contents went into the abdomen. Upon closer inspection, it appears the device misfired and left an opening in the staple line. The surgeon oversewed to close the leak and finish the case. There was no patient consequence.